Event description:
Philips rec'd info that at a site there was a circuit breaker f9 cut off and the operator experieced an electric shock and a light burn on left hand fingers when opening the power distribution cabiner (pdc). Add'l info rec'd was that the operator was evaluated in the emergency room but no other medical intervention was reported.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) 2007. The system was evaluated by the field safety engineer (fse) and determined the root cause to be a failed mother board. The sys was repaired and returned to clinical operation. The user was informed that this cabinet should only be opened by qualified personnel. (B)(4).